Event description:
Customer called reporting a button error and battery out limit alarm on her insulin pump. Customer's blood glucose was 98 mg/dl. She said she dropped the device in a pool. The device alarmed battery out limit after a battery change. The device has been alarming more since it was dropped in the pool. Customer called back later stating insulin was squirting out during manual prime and the device was alarming. She cannot exit the preparing to prime loop. The rewind message occurred after the alarm. The device was not dropped before the alarm. The drive support cap appeared normal. Customer was advised the alarm was because during seating the force sensor did not detect the reservoir. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.